Manufacturer narrative:
Additional information will be provided once the investigation is complete.

Event description:
It was reported that during a case the power cord connected to the video cart began smoking, melting both cord and wall outlet. It was further reported that the smoke was put out and unit was replaced, no harm to pt or delay in surgery.